Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05/06/2025, a sales representative reported via (B)(4) that an ar-3610f straight fibertak® spear drill bit got completely stuck inside the guide and was unusable. This occurred during use.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint allegation is confirmed. -upon visual inspection, inside the straight fibertak® spear, fishmouth, reusable, a drill is stuck and bent. -functional testing was not performed due to the damage to the device. The most likely cause of the reported failure is user error, such as applying excessive mechanical forces, misaligned insertion, and/or prying/leveraging the device during use.